Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified in the middle of left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was avanced for dilation. However, during inflation, the balloon torn. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 2mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.